Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary frequency and urinar y/bowel dysfunction. It was reported that they had a very bad infection. Patient stated that last thursday night during the night they started going to the bathroom almost constantly and on friday it got worse and they started having a burning and hurting sensation when they urinated. Patient went to their healthcare provider on friday and the healthcare provider put the patient on two antibiotics. Patient mentioned that their muscles and legs and arms hurt so bad yesterday because of the medication. Healthcare provider advised patient to continue to take the antibiotics for two weeks until the infection was cleared up. Patient also mentioned they saw physician assistant. Agent offered to provide device use education patient and declined education. Agent redirected the patient to their healthcare provider to further address the issue.